Event description:
User experience sporadic high sodium results over 2 week period. One example provided as follows: initial sodium result 148 mmoi/l, same sample repeated 3 times gave result of 129 mmoi/l each time. The initial result was not reported. The field service rep was unable to determine cause.